Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Arjohuntleigh has been informed about the customer complaint for carendo shower chair. While the resident was asked to bend forward in order to place the sling behind her back, she leaned forward and fell on the floor. As a result the resident sustained fractures of both upper legs and was hospitalized. When reviewing similar reportable events, we found limited number of events with similar fault description (patient fell out of the carendo). Compared to the amount of sold devices and in comparison to their daily use, amount of reportable complaints with this failure mode is considered to be very low. No trend could be observed. The device was inspected by the arjohuntleigh representative and was found in good condition, working per manufacturer specification. The safety belt was present and was usually used, except moments of dressing and transfer of the resident. During the incident it was not used, but this can be considered to be according to instruction for use (IFU). From our evaluation of the event description and information provided, we came to the conclusion that the incident was an unfortunate incident and could have been a result of incorrect handling procedure which came from the incorrect patient assessment for use with this device. The device met its specifications; it was being used for patient handling at the time of the event and in that way played a role in the event outcome. The caregivers were properly trained and this fact was correctly documented, therefore there are no further actions proposed at this time. The manufacturer shall continue to monitor any further claims of this nature to determine trends.

Event description:
Arjohuntleigh received a customer complaint where it was indicated that the resident fell from the carendo shower chair. She was asked to bent forward sitting on chair so the sling could be placed behind her back. Usually the resident moves slowly, but this time she let herself fell forward to the floor. As a result, she had both legs broken.